Manufacturer narrative:
Unit alarmed no motor movement or negligible movement. Retries to free a stuck motor failed during rewind due to corroded home motor switch. Unable to perform displacement, seating, basic occlusion, force sensor, occlusion due to no motor movement or negligible movement. Retries to free a stuck motor failed. Motor was tested outside unit, and it failed generating a no motor movement or negligible movement. Retries to free a stuck motor failed.

Event description:
The customer reported via phone call that the insulin pump alarmed error. The customer's blood glucose value was 300 mg/dl. Customer reported they were unable to clear the alarm. Customer stated they were able to rewind the pump. The customer treated high blood glucose value with insulin pen. Customer advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.